Event description:
The plaintiff was implanted with an ams monarc sling system on (B)(6) 2010. It was alleged by the plaintiff's attorney that "within months after the initial implant procedure, plaintiff experienced complications from the defective mesh requiring additional medical care and treatment and/or surgical intervention." "As a result, plaintiff suffered debilitating injuries from the synthetic mesh including but not limited to mesh erosion, infection, chronic pain and worsening urination leading to the need for dangerous and serious surgery," and "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.